Event description:
The user facility reported that the patient was admitted to the hospital due to acute myocarditis. After performing intra-aortic balloon counter pulsation catheterization in the interventional catheterization laboratory and removing the intra-aortic balloon pump (iabp), an 8 french (8f) vascular closure device was used. When pulling back the carrier tube, the sponge could not be released. Upon withdrawing the device, it was found that the tip of the sheath tube was deformed and could not be used. The doctor then performed compression on the blood vessel for 40 minutes to achieve hemostasis. No actual harm was caused to the patient.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: requested, not provided. E1: phone number: requested, not provided. E3: occupation: requested, not provided. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).